Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed contact dermatitis underneath the therapy electrode pads. The patient's skin was described as broken and bleeding. The patient was instructed by his doctor to not wear the lifevest. The patient reported that the skin condition had improved and was starting to dry up.